Event description:
It was reported that for this pacemaker the atrial tachycardia response (atr) episodes were inappropriate due to far-field oversensing. At this time, this pacemaker system remains in service and there were no adverse patient effects reported.